Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the video controller and the display adapter printed circuit boards. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor would not function properly on the 9800 system. No patient injury was reported.